Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had a revision, or a physician has recommended surgical intervention. Further details will be supplemented.